Event description:
A patient, who is also a healthcare professional reported that they was injected with juvederm® voluma¿ in the face, lateral orbital rim, and over the cheeks. Later that day into the next day, they experienced ¿severe headache (deemed not device related), bruising (no skin discolor)¿ in the ¿temple, lateral orbital area one side.¿ they "suspects that it could be an occlusion or that the injection in jaw line could have exacerbated tmj issue.¿ the day after injection, patient was treated with ¿2 vials hylenex" and an ultrasound was performed ¿but not sensitive enough to eval small vasculature.¿ results noted inconclusive. The event of headache has been ¿reduced but not gone.¿

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.